Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. The battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the returned battery cap threads were stripped. The battery cap did not secure properly to the pump, and a power loss was duplicated. A test cap was used to complete investigation. The pump was exercised with the test cap for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.